Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found one haptic torn. Claim # (B)(4).

Event description:
A toric implantable collamer lens was returned to the manufacturer damaged. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
This complaint is a duplicate of MFR. Report # 2023826-2020-01849. Claim # (B)(4).